Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing. Basal showed 0.0 due to functional keypad. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace and pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that return, down arrow buttons were rarely working and down arrow has to be pushed on insulin pump. Customer¿s blood glucose was unknown. Customer stated that the button was unresponsive during an easy bolus attempt. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.